Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the device (a) found that it was received with one clip inaccessible due to it was caught between the cover and the cartridge base. Only four of the six clips were loaded, retained and formed as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received with the cover separated from the base. The latch feature was evaluated and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Cartridge. The analysis results of the device (c) found that it was received empty and with body fluids. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were deformed in the fitting. The fitting split, the clips were not fixed in the clipper. Another device was used to complete the procedure. There were no adverse consequences for the patient.